Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507645 implantable pacing lead implanted: 2013 (B)(6); product ID (B)(4) implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead became dislodged and resulted in a perforation through the right ventricle as interpreted by the implanting physician. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.